Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was a heart attack, diabetic ketoacidosis, and total organ failure. The caller stated that the customer had cardiac issues and hypertension that may have led to the customer's passing. The customers blood glucose was 1100 mg/dl at the time of hospitalization. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. It is unknown if the customer was using sensors. The caller stated the pump was turned off when the customer went into the emergency room. The caller did not know if the cannula was bent inside the customer's body. The caller declined to return the insulin pump for analysis. Frn-mmt-326-rsvr. Unomed set.